Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the bed has no head up or down functions. The technician replaced the valve solenoid to repair the bed.